Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery stopped charging approximately a month ago. Subsequently, the pump shut down and the customer began using manual injections to manage blood glucose level. The pump was connected to a power source for over 2 hours however, the pump remained off. Customer reported blood glucose (bg) level was 400 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump is received.